Event description:
It is reported that a customer issues with the keypad on their insulin pump as well as a button error alarm. The patient's blood glucose level was at 352 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no unexpected numbers ramping or scrolling on their own note during our testing. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.